Event description:
This info was reported as a customer complaint. Product was used on the lcfa following a stent procedure. Two days later the groin was red and swollen. By 4 days post proceudre, fluid could be expressed from the groin. Cultures confirmed the infection. Treated with topical IV abx.